Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6931 is part of the advisory.

Event description:
It was later reported by a family member that the patient was "shocked to death by the defibrillator".

Event description:
An allegation from an attorney indicated the patient "experienced frightening episodes of unnecessary shocks and has required additional medical care along with the associated costs as a result of the defective" lead. "After tremendous suffering", the patient "ultimately died as a result of the defective" lead. Approximately three years later, an allegation from a second attorney indicated the patient implanted with a right ventricular lead is deceased and no further information was provided. Further assessment of the manufacturer's database revealed the patient died approximately two months post implant the implantable cardioversion defibrillator system.